Event description:
The hosp reported that during an endoscopic vein harvesting procedure, while cleaning the jaws on the vasoview hemopro 2 endoscopic vessel harvesting system according to instructions for use (IFU), the silicon insulation started to peel. A new kit was opened to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were bloody. The side of the cold jaw silicon boot was partially detached and peeling. The silicon of the cold jaw inner contacting surface appeared to be somewhat melted. Based upon the visual observations, the reported complaint for "boot peeled" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).